Manufacturer narrative:
Event: unknown date in (B)(6) 2018. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery with a cement, the piston was blocked during the first pressure at the time of the mixing between the powder and the solvent. There was a twenty (20) minute surgical delay. The procedure was successfully completed with new cement and no impact to the patient. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device received on 2/13/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 07.702.016s, synthes lot number: 7c53190: release to warehouse date: 16. June 2017 expiry date: 01.march 2020, manufacturing site: selzach supplier: aap biomaterial: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. We have forwarded this complaint to responsible supplier for investigation with the following results: we have analyzed the supplied cement kit in our laboratory. A retain sample of the affected batch have been tested in rm 2018/10 without any deviations. Based on the piston position of the supplied kit at least a part of the cement has been transferred into the syringe. The problem has occurred during transfer of the cement, this could have been caused by the transfer unit or the general handling of the device. In case of a too long waiting time until start of transfer of the cement the viscosity is too high for a safe transfer of the cement. When the cement transfer is blocked it is possible to break the mixing rod by high power. As possible corrective action to eliminate potential errors during application of the cement, we recommend a short training of the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correct date device returned to manufacture from 2/13/2018 to 2/8/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.